Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device IFU states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
The (B)(6) patient reported that following a heart catheterization on (B)(6) 2011, an angio-seal was placed in her right groin puncture site. Twelve hours later while at home that same day, the patient's leg became cold to touch and pale in color. The emergency room (ER) was called and they suggested that she call an ambulance and come directly to the ER that night. She went to the ER the next morning, on (B)(6) 2011 and the deploying physician accessed the leg, did no further tests and sent her home. The patient contacted her vascular surgeon and was seen on (B)(6) 2011 by the surgeon's office and an ultrasound was performed which revealed a right leg vessel blockage. On (B)(6) 2011, the patient underwent an angiogram and the patient's blood flow in the right leg was diagnosed to be 4%, a decrease from a (B)(6) 2010 assessment of 98%. Surgery was performed where the angio-seal was removed and the artery was cleaned out. The patient spent two days recovering in the hospital and is reported to be well and recovering at home. The patient is a smoker and has a medical history of left leg peripheral vascular disease. The patient stated that the surgeon alleged that the blockage was cause from the angio-seal. Multiple attempts were made to gather additional information without success.